Manufacturer narrative:
The 4 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. Evaluation results findings (components/results): 4 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced mattress slides off litter; unstable mattress support. No adverse consequence or clinically relevant delay in treatment was reported.